Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb and biphasic pcb assemblies to resolve the reported issue, some unrelated repairs were completed. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer. The cause of the reported issue was isolated to the therapy pcb and biphasic pcb assemblies, however a single root cause component could not be determined.

Event description:
A customer contacted physio-control to report that the service led of their lifepak device had illuminated. Upon initial evaluation, stryker observed that the device had logged an event code into its memory that's related to a potential failure of the device to deliver energy. There was no patient use associated with the reported event.